Event description:
It was reported to philips that the device exhibited a self test failure and displayed a shock and pacer malfunction. The customer also reported that the device displayed a red 'x' in the ready for use (rfu) indicator, and emits periodic chirp. There was no reported patient involvement/adverse patient impact.